Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that they experienced diabetic ketoacidosis. Customer¿s blood glucose level of 274 mg/dl. In addition, customer experienced various blood glucose level of 286, 313 and 297 mg/dl. Customer reported that they were not hospitalized for diabetic ketoacidosis. Customer was treated as per health care professional advice. Customer has been advised to discontinued the insulin pump and revert to backup plan. The insulin pump will not be returned for analysis.